Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a low priority alarm 30166 during use with an amia cassette. This occurred during night cycle three of four of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the alarm. During troubleshooting, renal therapy services (rts) explained the alarm and possible causes. During troubleshooting, it was noted that the connection was not fully tightened to the supply bag. The hp would drain using manuals and contact the registered nurse regarding max air and incomplete therapy. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.